Event description:
This report is being filed as an adverse event, solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the operator experienced arterial air alarms, which were not resolved. Rinseback was not performed, which resulted in a 210 cc blood loss. No medical intervention was required.

Manufacturer narrative:
The arterial air alarms have been attributed to access flow issues. The cycler alarmed appropriately. There is no evidence of a device malfunction. Nxstage reviewed the event with the facility, who informed nxstage that the pt has had ongoing access flow problems. The user's guide provides adequate instructions for troubleshooting arterial air alarms and states that rinseback should be promptly performed in the event of an unrecoverable alarm. The user's guide states that the chances of blood clotting in the cartridge and filter increases when blood flow stops. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage considers this report closed.